Event description:
It was reported that the patient was seen in clinic due to complaints of muscle stimulation. A chest x-ray revealed that the left ventricular lead was dislodged. The lead was successfully repositioned on (B)(6) 2014. No adverse events occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.